Manufacturer narrative:
Software is installed at the facility. Reports received from the same facility: 2518897-2018-00004_endoproiq_patient risk, 2518897-2018-00005_endoproiq_patient risk, 2518897-2018-00006_endoproiq_patient risk, 2518897-2018-00007_endoproiq_patient risk, 2518897-2018-00008_endoproiq_patient risk, 2518897-2018-00009_endoproiq_patient risk, 2518897-2018-00010_endoproiq_patient risk, 2518897-2018-00011_endoproiq_patient risk, 2518897-2018-00012_endoproiq_patient risk, 2518897-2018-00013_endoproiq_patient risk, 2518897-2018-00014_endoproiq_patient risk, 2518897-2018-00015_endoproiq_patient risk, 2518897-2018-00016_endoproiq_patient risk, 2518897-2018-00017_endoproiq_patient risk, 2518897-2018-00018_endoproiq_patient risk, 2518897-2018-00019_endoproiq_patient risk, 2518897-2018-00020_endoproiq_patient risk, 2518897-2018-00021_endoproiq_patient risk, 2518897-2018-00022_endoproiq_patient risk, 2518897-2018-00023_endoproiq_patient risk, 2518897-2018-00024_endoproiq_patient risk, 2518897-2018-00025_endoproiq_patient risk, 2518897-2018-00026_endoproiq_patient risk, 2518897-2018-00027_endoproiq_patient risk, 2518897-2018-00028_endoproiq_patient risk, 2518897-2018-00029_endoproiq_patient risk, 2518897-2018-00030_endoproiq_patient risk, 2518897-2018-00031_endoproiq_patient risk, 2518897-2018-00032_endoproiq_patient risk, 2518897-2018-00033_endoproiq_patient risk, 2518897-2018-00034_endoproiq_patient risk, 2518897-2018-00035_endoproiq_patient risk, 2518897-2018-00036_endoproiq_patient risk, 2518897-2018-00037_endoproiq_patient risk, 2518897-2018-00038_endoproiq_patient risk, 2518897-2018-00039_endoproiq_patient risk, 2518897-2018-00040_endoproiq_patient risk, 2518897-2018-00041_endoproiq_patient risk, 2518897-2018-00042_endoproiq_patient risk, 2518897-2018-00043_endoproiq_patient risk.

Event description:
Pentax medical was made aware of an event that occurred in (B)(6) where endopro iq has a reported defect in the system that allows doctors to make additional entries after using the print function, but the newly entered values are not saved within the online report. Additionally, the physician names are not being loaded into the report correctly. The event involves pentax medical software endopro iq , version (7.8.16297.0). If the report is not displaying the correct information, the physicians could potentially have a hard time locating records in the system and this may have adverse effects in terms of clinical decision making. Manual verification confirmed 40 impacted cases. Manual verification is ongoing at this time. No adverse events have been reported to have occurred with any patients. Pentax medical (B)(4) submitted a medical device adverse event reporting form to the health sciences authority (hsa). Pentax medical (B)(4) , the manufacturer, and customer it support team are currently investigating this reported event.